Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total -hcg result generated by the alinity I processing module for a 42-year-old patient. The sample was repeated and yielded a negative result. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive). (B)(6) 2025 sid (B)(6) initial result = 48.13 iu/l (positive) (B)(6) 2025 sid (B)(6) repeat result = <2.30 iu/l (negative). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the bent sample probe was the likely cause of the issue. The fsr replaced the sample probe, which resolved the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the sample probe did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified with the alinity I processing module, serial number (B)(6) , or the sample probe.

Event description:
The customer reported a false positive alinity I total hcg result generated by the alinity I processing module for a 42-year-old patient. The sample was repeated and yielded a negative result. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive): (b)(6 2025 sid (B)(6) initial result = 48.13 iu/l (positive) (B)(6) 2025 sid (B)(6) repeat result = <2.30 iu/l (negative) there was no impact to patient management reported.